Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out procedure, the atrial lead exhibited an unknown anomaly. The lead was capped. Due to an unrelated health issue, the lead was explanted on (B)(6) 2014. The patient was stable after the procedure.